Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the battery pack and generator driver board. The system functions as intended.

Event description:
The customer reported that the system had a charge failure. The system was down when the customer tried to boot up.